Manufacturer narrative:
The instrument has not been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that a biopsy needle screw was not fastening down to create an accurate depth stop point. The instrument was swapped with another one that worked as intended. There was no impact to patient outcome and a less than one hour delay to the procedure.